Event description:
Fill volume: 250ml. Flow rate: 100ml/hr. Procedure: IV antibiotic therapy. Cathplace: IV. It was reported by a pharmacist that an incident of fast flow occurred using the homepump eclipse. It was reported the pump filled with vancomycin infused over 1.5 hours instead of 2.5 hours. No patient injury or medical intervention was reported. The device is reported to be available for return and analysis.

Manufacturer narrative:
Method: the evaluation of the device is anticipated, but not yet begun. Halyard is awaiting the return of the device for inspection. A review of the device history record (DHR) is in process. Results: at this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Conclusions: a conclusion is not yet available as the investigation and evaluation is still in process. Once the investigation and device analysis are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigation.